Event description:
A 41-year-old male with a past medical history of diabetes mellitus and hyperlipidemia presented to the emergency department with chest pain and was found to be experiencing a stemi. The patient was taken emergently to the cardiac catheterization laboratory, where severe multivessel coronary artery disease was identified. Given the extent of disease and the patient¿s pre support hemodynamic condition, which was consistent with scai shock stage d, the clinical team elected to place an impella cp for mechanical circulatory support prior to pci. The impella cp was inserted via the right femoral artery per IFU protocol. The patient developed suspected hemolysis, prompting device upgrade to impella 5.5. Despite escalated support, the patient¿s condition continued to decline, and care was withdrawn. At this time, no device was returned for evaluation; therefore, the presence or absence of device related malfunction cannot be confirmed. Further assessment is limited due to lack of returned product and available console data. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to cause of death and is more likely due to critical condition.

Manufacturer narrative:
No product returned. Mechanical interaction with blood - after pt transferred from another site, urine noted to be red that did not resolve with attempted repositioning. Data log review showed suction alarms occurring throughout case with no noted mc spike. Psnr alarms occurred toward case start but resolved. Ps begins to trend down toward case end. The cause of the mechanical interaction with blood was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. Pump passed all post sterile inspection checks.